Event description:
The pt reported that the pump re-booted without user intervention.

Manufacturer narrative:
There is no adverse event associated with this complaint. There pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.